Event description:
Patient is experiencing posterolateral pain when flexing the knee. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Patient is experiencing posterolateral pain when flexing the knee. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.